Event description:
Report rec'd from (B)(6) stating that the device "did not move and the sleeve was damaged." It is known that the even did not occur during surgery. However, it is unk if there were injuries, surgical delay or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).